Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of fungal peritonitis, abscess and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer services, the following was reported. On an unknown date, the patient was diagnosed with fungal peritonitis. On (B)(6) 2012, the patient was hospitalized for fungal peritonitis. Treatment was reported. On (B)(6) 2012, the patient was discharged. On an unreported date, the patient had abscess, which caused peritonitis on (B)(6) 2012. The abscess had grew around old catheter and the catheter was replaced. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12b09060 and h12c27128. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 3 involved in this peritonitis event.